Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip nt (cds0707-nt, 41001r1048), gripper orientation was performed and was unsuccessful. One gripper was unable to lower during independent gripper actuation before grasping the leaflets in left atrium. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device. After grasping with the replacement clip, the clip was not implanted due to tendency towards high mitral pressure gradient. The procedure was terminated with no clip deployment. The mr remained unchanged, and the gradient returned to baseline. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Event description:
This report is being filed due to gripper actuation issues. It was reported on (B)(6) 2025 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip nt gripper orientation was performed and was unsuccessful. One gripper was unable to lower during independent gripper actuation before grasping the leaflets in left atrium. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device. After grasping with the replacement clip, the clip was not implanted due to tendency towards high mitral pressure gradient. The procedure was terminated with no clip deployment. The mr remained unchanged, and the gradient returned to baseline. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.